Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we are unable to verify the report of balloon damage because the product could not be evaluated. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Customer qa will continue to monitor for complaint trends.

Event description:
During an esophageal dilation, the physician used a hercules 3 stage esophageal balloon. The balloon was advanced through the endoscope. After inflation, the balloon ruptured. Another balloon was used and the same occurrence happened. A third was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience adverse effects due to this observation.